Manufacturer narrative:
An event regarding alleged pain and wear of the mck patella resurfacing round dome-29mm was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: clinician concluded that, ¿the lateral tracking of the patella can be caused by a number of factors including patient anatomy, muscular imbalance and component malposition. Ongoing maltracking and tilt of the patella would potentially lead to early component wear. It is not known whether the patients pain is related to the patellofemoral issues, the advanced medial knee osteoarthritic changes seen on x-ray, or both.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, surgical implant records, pre and post-op x-rays from primary and revision surgeries, outpatient office and clinic notes and the return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised a mako pf patient right knee to a primary tka. Dr. (B)(6) said the patient "complained of pain." When the patella button was removed, he noted there was a lot of wear on it. The x-ray supports that the implant was tracking laterally.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) revised a mako pf patient right knee to a primary tka. Dr. (B)(6) said the patient "complained of pain." When the patella button was removed, he noted there was a lot of wear on it. The x-ray supports that the implant was tracking laterally.